Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer stated he is getting an e100, and says the thumbscrews are broken.